Event description:
Information was received from a patient regarding an implanted neurostimulator. The reason for call was patient reported that for about 2-3 months now their stimulation has not been working. Agent reviewed stimulation off information to patient. Patient mentioned sometimes the implant charge will show 90% but they can't feel the therapy; patient stated usually they could feel therapy is working they would walk for a little distance and they had to quit because their back is in too much pain. During the call, after confirming able to charge agent had patient turned stimulation on but pressing the white button on top of the controller. Patient confirmed therapy is on group a was highlighted in green. Patient confirmed they still can't feel the stimulation. Agent redirected patient to their hcp and mdt rep, patient confirmed they have contact to their mdt rep. Agent did a callback to patient. Agent had patient changed therapy from b to a and patient confirmed they're able to feel the stimulation. Agent reviewed therapy information to patient and again, advised patient to reach out to their mdt rep.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.